Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's husband reported "patient started to notice a deformity with no pain, in the breast area, that was giving patient problems. Patient's doctor did a radiography and noticed the implants were broken". The device remains implanted. This record relates to the left side.